Event description:
Interventional radiology (ir) rn said that there was nothing unusual about the procedure. She inserted the guide wire. The vein seemed tight, almost as though it was spasming. The wire didn't seem to want to advance and so she decided to remove the wire and try the other arm. She said there were no repeated attempts to advance. Once it seemed to come to a stop, she then removed the wire. She checked the end of the wire (which is floppy) and it all appeared to be intact. She then moved to the left side. She did use the same guidewire but had no issues with the inserting the PICC on that side and it worked without issue. She said there is no standard process to measure the wire. The catheter is measured and cut to the correct length, but the guidewire is not. CT of chest results from day of insertion- impression: sheared off approximately 5 cm guidewire in the right axillary vein. Patient required surgical removal of the retained guidewire under fluoroscopy.